Manufacturer narrative:
(B)(4). The customer reported cracks on the back of the battery compartment. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. Cracked case on the battery tube side near the corner of the belt clip rails. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the insulin pump. There is a crack, however, at the bottom of the plastic which houses the battery compartment. The copper sleeve within the battery compartment got pushed downwards, and as a result, the battery cap terminal does not make contact with the battery sleeve. The boards were taken out of the case and inserted into a known good case. Insulin pump was then able to boot up normally. The software version was then able to be obtained. In summary, the customer¿s report of cracks on the back of the battery compartment was confirmed during visual inspection. The blank display is due to the lack of contact between the battery cap contacts and the battery sleeve.

Event description:
Information received by medtronic indicated that the insulin pump was hit to the floor and cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.